Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(4) pilot program. Six complaints were received during this report period. Of these, four were not returned for evaluation ((B)(4)). One was determined to be misapplication ((B)(4)). One showed no evidence of any device-related fault ((B)(4)). (B)(4). None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes "6" malfunction events which are associated with inability of a device and/or device components to expand or enlarge with the intended inflation agent. These reports were received from various sources. Patient information was confirmed for 2 events. Weight range (B)(6) lbs - (B)(6) lbs.